Manufacturer narrative:
Attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no serial number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smartablate pump. During the procedure, the smartablate pump tubing was priming and a bubble was removed. Ablation was conducted. The right pulmonary vein isolation was completed and a bubble was detected. Flushing was conducted. However, the bubble could not be removed. Therefore, the smartablate pump tubing was changed and the issue was resolved. The procedure was completed. No patient consequences were reported. The bubble issue described in the event was assessed as not reportable. Bubbles in the tubing set can be an expected part of procedure set up, and flushing should be performed in order to remove the bubbles. A safety feature of the pump is in place in order to stop flow if air is detected. Additional information was received on (B)(6) 2018 on the event. There was no information if the bubbles were detected after passing through the pump sensor. No error message or alarm was generated by the smartablate pump for this bubble issue. The issue of the air bubbles being undetected by the pump as no error message or alarm was generated by the pump was assessed as a reportable malfunction under the pump. The awareness date is (B)(6) 2018.

Manufacturer narrative:
Attention: officer (B)(6). Date: may 30, 2019. Subject: response to FDA request for report. FDA follow up letter dated: march 21, 2019. Manufacturer reference number: (B)(4) . Product description: smartablate¿ pump. This is a response to the FDA¿s letter dated march 21, 2019 regarding a report of a product malfunction: it was reported that a patient underwent a procedure with a smartablate pump. During the procedure, the smartablate pump tubing was priming and a bubble was removed. Ablation was conducted. The right pulmonary vein isolation was completed and a bubble was detected. Flushing was conducted. However, the bubble could not be removed. Therefore, the smartablate pump tubing was changed and the issue was resolved. The procedure was completed. No patient consequences were reported. The bubble issue described in the event was assessed as not reportable. Bubbles in the tubing set can be an expected part of procedure set up, and flushing should be performed in order to remove the bubbles. A safety feature of the pump is in place in order to stop flow if air is detected. Additional information was received on (B)(6) 2018 on the event. There was no information if the bubbles were detected after passing through the pump sensor. No error message or alarm was generated by the smartablate pump for this bubble issue. The issue of the air bubbles being undetected by the pump as no error message or alarm was generated by the pump was assessed as a reportable malfunction under the pump. The awareness date is (B)(6) 2018. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual. Response: there were a series of events in this complaint. It was reported that during the procedure, the tubing was flushed, and bubble was removed; however, bubble was detected in tubing when ablation was conducted. Flushing was re-conducted but bubble could not be removed from tubing. The tubing set was changed, and the issue was resolved. Additional information received on november 20, 2018 indicated that there was no information about whether the bubbles were detected after passing through the pump sensor. No error message or alarm was generated by the smartablate pump for the bubble issue. The issue of the potential air bubbles being undetected by the pump was assessed as a reportable malfunction under the smartablate pump serial number is unknown. According to the data sheet of the air bubble sensor of the smartablate irrigation pump: the redundant version, described in this data sheet includes one ultrasonic sender, two ultrasonic receivers and two electronics. That means, except for the sender, the sensor is fully redundant. This concept is superior to a concept with two completely independent sensors in one housing, as one sender excludes the risk of cross-talking between both channels. The pump is equipped with a redundant (dual channel: control and safety channel) and diversified architecture. This means that the signals of the two ultrasound receiver are also evaluated in each case by its own. If one of the two pump controllers detects an air bubble with a size 2l, the pump will go to the safe state within 500ms (no flow + alarm) alarm: ¿big bubble¿. In addition to the detection of large air bubbles, there is a summation of small air bubbles within a time window of one second. If the sum of the small air bubbles in the time window exceeds a value of 2l, the pump will go to the safe state within 500ms (no flow + alarm) alarm: ¿many small bubbles¿. A complete description of investigation and analysis methodology(ies) used. Response: the tubing (sat001) was returned for evaluation. Upon receiving, the tubing was visually inspected, and no damage was found on tubing. Flow test was performed, and the product passed all specification. No error or bubble found in tubing. Bubble in tubing was not confirmed. Hardware: smartablate pump serial number is unknown. However, we do know that this account has two pumps with serial numbers (B)(4). Device history record review of both devices was conducted, and no issues were found during production follow-up was performed to have the device shipped for investigation and possible repair of the equipment, but device was not shipped for service. No root cause analysis can be performed. An identification of the specific failure mode{s) and/or mechanism(s) and the associated device component(s) involved, and response: follow-up was performed to have the device shipped for investigation and possible repair of the equipment, but device was not shipped for service. Therefore, no failure mode or mechanism was identified. Any conclusions reached based on the investigation and analysis results. Response: we cannot confirm a malfunction and were unable to perform further investigation without the device. What actions has your firm taken to address this problem? Response: complaint trends are monitored monthly, and no significant trends have been identified at this time related to undetected air bubbles of the smartablate¿ pump. Please provide the results of risk management activities completed by your firm which address the reported device problem. Indicate the frequency and severity of the hazard, cause(s), and the applicable control(s) implemented to mitigate the hazard. Response: design failure mode and effect analysis (dfmea) for the smartablate irrigation pump identifies a potential failure mode for bubbles in the device due to ¿invalid usage of the device¿ as having a potential harm of ¿air embolism¿ with a severity of 5 (severe) and an occurrence of 1 (improbable), as the worst-case scenario. This occurrence/severity combination have an acceptable residual risk of as far as possible (afap). The risk control activities include design, protection and training controls on what to do during tubing installation and after bubble detection. The following risk controls for bubbles have been implemented for the smartablate irrigation pump. The device shall not start fluid delivery after tubing installation or after a bubble has been detected without flushing. The smartablate user manual lets the user know to flush for at least 5 additional seconds after the no bubbles detected during flushing image appears and after there are no visible bubbles in the tubing to ensures that all bubbles have been flushed from the catheter. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. Response: there have been four complaints and mdrs including this complaint, in the past two years related to this same issue: 2029046-2018-02442, 2029046-2018-02460, 2029046-2019-02951, and 9612355-2017-00023. 5. Please provide the total number of devices manufactured, distributed and, if available, used per year over the last three years for the medical device identified in the medical device report. Please indicate the proportions distributed in the us and outside the us. Response: the below charts are for the install base for us and outside of us and tubing set sales. We are unable to provide the devices used per year, however, we can provide the amount of tubing set sales for the past three years. To use the pump a tubing set must be used. Per the instructions for use, ¿the tubing set is intended for single use only¿. Install base per year region 2016 2017 2018 2019 total ous 336 420 801 92 1649 us 288 249 269 30 836 total 624 669 1070 122 2485 tubing set sales: region 2016 2017 2018 2019 total ous 51146 64016 154892 66717 336771 us 60439 104744 133864 50517 349564 total 111585 168760 288756 117234 686335 manufacturer's ref. No: (B)(4).